Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. It was reported that the patient was returned to the operating room (or) for a post operation bleeding evaluation. The bleeding was noted to be mediastinal and chest wall related. The patient was given a total of 10 units of blood. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient returned to the operating room for a post op bleeding evaluation. The bleeding was noted to be mediastinal and chest wall related; the patient received a total of 10 units of blood. Additional information was requested but not provided.